Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was reported to be due to ¿the pd therapy was performed in an unhygienic environment.¿ it was additionally stated that the patient did not break aseptic technique. As there was no evidence to suggest the patient¿s source of water was contaminated or the unhygienic environment in which the patient performed therapy was outside the patient¿s control, the cause of this event will be assessed as unknown. Two days after event onset, the patient was hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection of meropenem ( 1 gram daily for 14 days) and ip injection of vancomycin (1 gram every fifth day, for 14 days).the patient was discharged three days after admission. The patient was recovered from this peritonitis event (five days after onset). Dianeal therapy was ongoing. No additional information is available.